Event description:
Reportedly a 2800, 19mm valve was explanted, due to hole in the valve. No additional information was provided.

Event description:
The doctor was unable to pass the fiber through the gi scope and when it came out of the scope, the light was not visible. When the staff removed the fiber, it was noted the tip fractured about 1/2 above the end.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however device evaluation is anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: stitches in blue monofilament thread are evident in the cusp area of leaflet 1. The described filament is not used by edwards, as confirmed by manufacturing engineer. A cut in the tissue was evident, after the blue stitches were removed. Suture holes were detected at the sewing ring. Commissure 2 appears to be pushed in towards the center of the valve as visible in the x-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.